Event description:
Consumer reported via voice message during injection with 2nd gen pen needles and treseba insulin the needle becomes clogged and does not receive full dose. Dc -consumer called back informed caller proper placement of non patient end needle and to complete a flow check with all injections. Dc. Lot # 3262726. Catalog# 320550. Date of event (B)(6) 2024 sample status discard. Called this consumer back first attempt. Unable to leave a message. Mail box is full. Dc.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 4th complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.